Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laster systems fiberlife function continued to activate at 53,685 joules of use; the case was continued using a second fiber, which was used to its maximum allowable limit of 650,000 joules. The case was again continued using a third surgical fiber, which repeatedly overheated and activated the systems fiberlife function at 186,345 joules of use. The case was completed using a fourth fiber. "No harm to pt'; pt outcome ok". This report is for the first fiber used.

Manufacturer narrative:
Fiber analysis: the fiber cap shows signs of a circumferential fracture at the fusion zone. The cap/fiber distal to fracture is not attached to the metal cap (adhesion failure). The cap/fiber proximal to fracture could be rotated independently of the metal cap. The metal cap shows char and burnt detritus; glass cap shows detritus. The identified issues noted above may activate the fiberlife function which would module the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure wa suspected to be related to heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.